Event description:
Pt had the star total ankle components removed. Will revise at a later date.

Manufacturer narrative:
The star tibial and talar components were removed after 10.5 years. An antibiotic spacer was placed temporarily. Will be revised at a later date. Visual evaluation shows minor wear to poly. Review of mfg records showed no anomalies. Add'l model # 400-257, lot # 002020595, 002134717, expiration date 01/01/2008 and 06/01/2014. Implant date: (B)(6) 2012. (B)(4).